Event description:
It was reported by the customer that a pyxis medstation es system door 2 had failed and door 3 cannot be opened. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. The field service engineer reseated cables and tested.issue had been resolved. The system functioned as intended after the field service engineer troubleshot the device.